Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the stent was damaged. The target lesions were in the right coronary artery (rca). The physician successfully implanted a taxus express2 8.8% 3.5 x 32 mm drug eluting stent in the mid rca. He then attempted to cross that stent with a taxus 3.0 x 28 mm stent to go into the posterior descending artery but he couldn't get to the lesion. When he was pulling the stent out, the proximal edge caught on the previously implanted stent and the stent bent back. The procedure was completed with another taxus stent. No pt injuries or complications were reported. The pt's condition is reported as good.